Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found at the distal end, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; the air/water cylinder and the suction cylinder had no color; the forceps elevator did not move smoothly due to a dent on the pipe protecting forceps elevator wire; the light guide lens had a crack; the bending tube was deformed; and the adhesives around the objective lens was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the foreign material was most likely as a result of improper reprocessing. This was likely due to the scope cover leakage. However, the root cause of the events could not be determined. The event can be detected and prevented in accordance with the following IFU: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the albaran rope was loose on the duodenovideoscope. There was no report of patient harm. The device was returned, evaluated, and there was foreign material on the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.